Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and still extremely difficult to press. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 57 mg/dl.